Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. The device was received with the delivery tube inside the hub. Upon pressing the plunger, the delivery tube slid out of the hub. The delivery tube was found to have some amount of glue remnant present around the circumference. There was no evidence of blood on the device. The complaint for "delivery tube detached" was confirmed. A lot history record review was performed for the lot and it was found that there were no non-conformities related to the reported failure mode. This is currently being investigated in our CAPA process. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring ii delivery tube detached from the hub. A replacement device was used to complete the procedure. There were no pt effects reported. Product was returned.